Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2366-70 (B)(4) description:linear 3-6 lead 70cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory.

Event description:
A report was received that the patient was explanted due to an infection. Patient's symptoms included inflammation and redness at the ipg site. The patient was prescribe IV antibiotics. The patient is doing well.

Event description:
A report was received that the patient was explanted due to an infection. Patient's symptoms included inflammation and redness at the ipg site. The patient was prescribe IV antibiotics. The patient is doing well.